Manufacturer narrative:
(B)(4). The customer reported that there were broken pins on the therapy port. There was no report of patient impact or involvement. A philips field service engineer evaluated the device and confirmed the reported symptom. The therapy port and therapy cable were replaced to resolve the issue.

Event description:
The customer reported that there were broken pins on the therapy port. There was no report of patient impact or involvement.